Event description:
A patient reported that the aligners led to them getting gum disease and having 6 teeth extracted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.